Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed endocarditis. The implantable pulse generator (ipg) system was removed and replaced with an leadless implantable pulse generator (ipg) one week later. No further patient complications have been reported as a result of this event.